Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the customer was hospitalized with diabetic ketoacidosis in may. The customer's blood glucose was unknown at the time of the call. Further information about the customer's hospitalization was not provided. The insulin pump will not be returned for analysis.